Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthropathy ('muscle and joint issues') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced arthropathy (seriousness criterion medically significant), muscle disorder ("muscle and joint issues"), visual acuity reduced ("sudden drop in visual acuit"), visual impairment ("visual impairment"), tendonitis ("recurring tendonitis") and gait disturbance ("very limited sporting activity (lameness when walking)"). Essure treatment was not changed. At the time of the report, the arthropathy, muscle disorder, visual acuity reduced, visual impairment, tendonitis and gait disturbance outcome was unknown. The reporter provided no causality assessment for arthropathy, gait disturbance, muscle disorder, tendonitis, visual acuity reduced and visual impairment with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-oct-2020. The most recent information was received on 23-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthropathy ('muscle and joint issues') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced arthropathy (seriousness criterion medically significant), muscle disorder ("muscle and joint issues"), visual acuity reduced ("sudden drop in visual acuit"), visual impairment ("visual impairment"), tendonitis ("recurring tendonitis") and gait disturbance ("very limited sporting activity (lameness when walking)"). Essure treatment was not changed. At the time of the report, the arthropathy, muscle disorder, visual acuity reduced, visual impairment, tendonitis and gait disturbance outcome was unknown. The reporter provided no causality assessment for arthropathy, gait disturbance, muscle disorder, tendonitis, visual acuity reduced and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.